Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # 328a44. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage. Only the anvil half washer was present, the device was fully loaded with staples. No battery was received. When the test battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was manually assisted in order to perform the functional test with a test washer, and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic sigmoidectomy procedure, the surgeon was using cdh31p (echelon powered circular stapler). The surgeon inserted and connected the anvil to the trocar on the stapler and tightened the knob down to the appropriate firing range. He verified that the device was illuminated and ready to fire. Upon release the safety trigger and pulling the firing trigger, the device would not work. The staff opened up a new device and switched out the battery, verified that it was illuminated and ready to use. When the trigger was pulled again the device would not fire. Surgeon removed the old stapler, inserted and connected new stapler, verified the new stapler was illuminated and ready to fire. When trigger was pulled the new device worked and the surgeon was able to complete the procedure successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4).date sent: 09/19/2022.additional information received: mw5111261 (please see attached).